Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 210 mg/dl. The customer was advised that the insulin pump would be replaced, but will not return the device for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on up arrow and down arrow button. No button error alarm during testing. No ramping numbers noted on the display. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, peeling address/serial number label, stained address/serial number label and minor scratches on display window noted.